Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
A right heart catheterization (rhc) was performed to confirm the accuracy of the pressure sensor against a reference pressure. The sensor was recalibrated, and an adjustment was required.

Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
Updated section(s): g6, h3 and h6. H3: the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. The patient underwent a right heart catheterization (rhc) recalibration 1 year and 8 months after implant. The offset determined during the recalibration fell outside the fluid-filled reference measurement error range, thereby confirming that the sensor was providing inaccurate measurements. Following recalibration, the mpap trend has remained stable and consistent. While the exact cause of the reported event cannot be conclusively determined, the measurement stability afterwards indicates that the sensor's inaccurate measurement was finite, and has been effectively corrected through recalibration.